Manufacturer narrative:
Concomitant medical products: abstack20 5mm sgl use abs dev 20 tacks (lot# n0l0454v), omsttsd30 tacker 30 sgl u fixation dev (lot# p9h1000), abstack20 5mm sgl use abs dev 20 tacks (lot# n0l0439v). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, mesh pulled away, and pain. Post-operative patient treatment included revision surgery.